Manufacturer narrative:
The reported events of insulation damage and noise/unspecified oversensing were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can at the proximal region. Electrical testing did not find any indication of conductor fractures. Internal shorting was found due to procedure damage found at the proximal ends of portion a and b. The cause of the reported events was due to external outer insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can at the proximal region of the lead.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing consistent with lead damage were observed on the atrial lead. X-ray imaging was performed, however, no lead abnormalities were observed. At a later date, a revision procedure was performed where insulation damage was visually confirmed. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.